Event description:
Siemens was notified on (B)(4) 2013 that a patient tripped on a sliding CT gantry rail that is seated in the floor, fell into the linac treatment table injuring her ribs. Reportedly, the patient normally uses a wheelchair but informed the technician that they were able to walk to the treatment table. The patient proceeded to walk and then tripped on the rail. The patient was transported by ambulance to a hospital facility where they were diagnosed and treated for broken ribs. The patient's status is unknown at this time.

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(4) 2013. This MDR is being submitted on (B)(4) 2013. The investigation is on-going and siemens will submit a supplemental report upon completion.